Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the unit rolled over on her allegedly causing her to be thrown in the street. Her neighbor was able to help her. She allegedly just rode it again for the first time since and it allegedly tipped over on her again.

Manufacturer narrative:
The scooter performed as designed during an extensive test ride. This model passed stability testing in 2016. With this, operator error is suspected.

Event description:
Consumer alleges the unit rolled over on her allegedly causing her to be thrown in the street. Her neighbor was able to help her. She allegedly just rode it again for the first time since and it allegedly tipped over on her again.